Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be read with a consult device. Several attempts were performed by the health care professional (hcp), however, the issue was not resolved. No adverse patient effects were reported. At this time, this device remains in service.